Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 300 mg/dl, while wearing the pod on the arm between 4 and 24 hours. Corrections were administered using the pod (total of 50 units) but the bg levels did not decrease. Upon pod removal, pus flowed out of the insertion site. At the hospital, the patient was treated with an infusion (not specified).